Manufacturer narrative:
The returned device was evaluated. During evaluation the screen behaved as though it is being touched without physically being touched due to a touchscreen failure. The touchscreen was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the touchscreen is seen 'jumping' on itself without anybody touching it. The display is randomly scrolling though menu screen by itself. There was no known impact or consequence to patient.